Event description:
It was reported by service report that the interrupt pan was missing and the power cord was missing its ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - motion interrupt pan.